Manufacturer narrative:
The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery using an indigo system cat rx kit (kit). During the procedure, while advancing down the wire just proximal to where the rapid exchange part begins, the physician did not mention resistance; however, the indigo system cat rx aspiration catheter (catrx) became kinked and consequently, the catrx would not aspirate. Therefore, the catrx was removed and the procedure was completed using manual aspiration with another catheter. There was no report of an adverse effect to the patient.